Event description:
It was reported that the 2.5x12mm rx trek balloon dilatation catheter was prepared per instructions for use (IFU). Nothing out of the ordinary was noted during device preparation. The device was advanced to the 95% stenosed lesion in the right coronary artery to pre-dilate. Several attempts were made to inflate the balloon, but the balloon failed to inflate. The device was removed and the patient coded. Cardiopulmonary resuscitation (CPR) was initiated. Air was seen in the guide catheter. Attempts were made to aspirate the air, but there was too much, so all devices were removed from the anatomy. CPR was successful, the patient was stabilized and the procedure re-started. Another 2.5x12mm rx trek was used successfully and the lesion was stented. The patient was transferred to a room in the hospital in stable condition. On (B)(6) 2013, the patient was discharged home. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: user facility medwatch received (B)(4): patient undergoing left heart catheterization, coronary angiogram, left internal mammary artery angiogram, saphenous venous angiogram, chamber pacemaker placement, pci and stenting to the obtuse marginal branch through the saphenous venous graft. Coronary balloon had been prepped and appeared to be intact. As placed in patient, coronary balloon had a hole in shaft distal to guide wire exit notch. Air escaped into vein graft and caused bradycardia then asystole. Patient treated with CPR, atropine and epinephrine, returned to normal sinus rhythm. Patient stable upon completion of procedure, transferred to ccu for observation.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported inflation issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.